Manufacturer narrative:
Follow-up #1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. There was no visible damage to the keypad. All of the keypad buttons respond properly. The keypad was removed and no contamination or damage was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was unresponsive after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.